Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported they have to attempt at times with different charging cords to be able successfully charge pump. And have to wiggle or bend the cord for pump to begin charging. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.